Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the facility representative that there is a complaint involving chloraprep. According to clarification there was no liquid inside the applicator. Per response email: what is the lot number of the affected device? Lot number 0343960, expiry date 11/2023. Please describe/explain the reported issue. No liquid inside the applicator despite strong press on the wings. Was there any impact or injury to the patient such as medical intervention or hospitalization? No impact or injury to the patient: use of an another applicator to go on intervention. The device is available for expertise. If sending a return kit, please send it to the following address.

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos show applicator with dry foam, broken ampoule, no liquid solution which verifies the reported issue. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass, it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handling. The production record review was completed for batch/lot 0343960 and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported by the facility representative that there is a complaint involving chloraprep. According to clarification there was no liquid inside the applicator. Per response email: 1. What is the lot number of the affected device? Lot number 0343960 expiry date 11/2023. 2. Please describe/explain the reported issue. No liquid inside the applicator despite strong press on the wings. 3. Was there any impact or injury to the patient such as medical intervention or hospitalization? No impact or injury to the patient: use of an another applicator to go on intervention. You will find attached a report relating to a chloraprep * applicator. The device is available for expertise. If sending a return kit, please send it to the following address: